Event description:
It was reported that the patient had been hospitalized with hypoglycemia on (B)(6), 2026. The patient's blood glucose (bg) levels declined to 40 mg/dl while wearing the pod on the abdomen longer than 48 hours. The patient had a low bg after dinner due to delivering a bolus that was too high. The patient attempted to treat this by eating cereal and chocolate but was not able to increase their bg. Symptoms reported include urinary tract infection (uti). The patient was treated with unspecified intravenous fluids and pills for the uti. The patient was discharged on (B)(6) 2026. The pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation as the device was discarded. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: dexcom g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.